Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) data collection was programmed off. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable cardiac monitor (icm) physician was unable to enable data collection due to the patient data not having been inputted. The icm was explanted and replaced with an implantable cardioverter defibrillator (ICD).